Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. The patient had 2 lesions treated. One endeavor rx drug-eluting stent was implanted to the mid lad and one endeavor rx drug-eluting stent was implanted to the prox lad (MFR 2953200-2010-00981). It was reported that an mi occurred one day post index procedure. Mi was categorized as a non q-wave in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4). Results: mi.